Event description:
The handle on gyrus acmi everest bicoag disposable laparoscopic instrument broke during procedure in or. No patient harm occurred. The device was removed from the sterile field and isolated with original packaging.